Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a replogle catheter. The customer reports that tubes blocked and bile shot up into air trap. No patient injury or ill effects. No medical intervention required.